Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, that a versacross connect access solution was selected for use during an atrium fibrillation ablation closure. And upon using the mechanical guidewire (starter wire), it was unfurled. Thus, it has was replaced with the versacross wire from the same kit. No issues were noted, with the device upon opening the package. The starter wire did go in and unfurled inside the dilator. A resistance was experienced after loading it in post access. The starter wire was fully retrieved/recovered from the dilator, after it was unfurled. The defective guidewire remained in one piece. No patient complications were reported. The procedure was completed successfully. The device was disposed, and is not expected to be returned for analysis.